Event description:
Customer reported to beckman coulter, inc. (Bec) that they have been seeing imprecision issues on the synchron lx 20 clinical chemistry system. Customer reported that they have been seeing imprecisions on sodium (na), potassium (k), chloride (cl) and calcium (calc) results. Customer reported that carbon dioxide (co2) results were not affected. Customer reported that one of the na results differed by 10 mmol/l. Customer reported that they noticed the imprecisions when they performed a patient correlation study between the instruments. Customer reported that they had better electrolytes performance when they were doing the monthly flow cell flush with diluted clenz. Customer reported they have had more imprecision issues since the monthly maintenance was discontinued. Customer reported that they were not aware of any erroneous patient results. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found an air bubble on the na reference electrode. The fse replaced the electrode and cleaned the flowcell. The fse verified performance.

Manufacturer narrative:
(B)(4).